Event description:
Event description boston scientific cardiac rhythm management (crm) received information that upon interrogation of this implantable cardioverter defibrillator (ICD), it was noted to be in safety mode and limited to single zone therapy. The device was noted to have reached elective replacement indicator (eri) four months prior and was now noted to be at end-of-life (eol). As a result, the restoration tool was unable to be used. The device was previously scheduled to be replaced, but this has not yet occurred.